Event description:
Revision surgery for stem loosening performed on (B)(6) 2024. Stem and head revised successfully. The quadra r was implanted on (B)(6) 2018 in place of a competitor device. A new medacta revision stem has been implanted successfully. The patient had poor bone quality.

Manufacturer narrative:
Batch review performed on 06 may 2024 lot 170927: (B)(4) items manufactured and released on 25-apr-2017. Expiration date: 2022-04-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evalation performed by medical affairs department: revision surgery after 5 years and 4 months in a revision tha surgery due to stem loosening. The quadra r was implanted in place of a competitor device. According to report, the patient had poor bone quality. In the radiographic image provided, signs of stress shielding are visible. It may be possible that these signs are due to the first implant and a fracture appears in the same position distally. Aseptic loosening is a possible literature described adverse event after hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined. Analysis performed by r&d manager: looking at the images attached to the complaint is not possible to recognize a possible root cause of the reported stem loosening. The images show only a small portion of proximal femur and neck part that are both covered with patient blood, the stem surface is not clearly inspectable.

Manufacturer narrative:
Batch review performed on 18 june 2024 lot 170927: (B)(4) items manufactured and released on 25-apr-2017. Expiration date: 2022-04-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Visual inspection performed by r&d project manager looking at the stem body an opaque white film is visible on approximately whole of the stem length. It is not possible to identify if this film is ha or bone residual, or a combined effect. Not absorption of ha from the stem body can indicate that metabolic activity wasn't taking place and that, presumably, inadequate bone contact was achieved at the time of surgery. Some signs of minor damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported. Information reported in this follow up report: date of birth: (B)(6) 1961. Was the device available for evaluation?: yes. Device evaluated by manufacturer?: yes. Batch review inserted with the updated sales. Visual inspection reported.